Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, tubing malfunction was noted, which affected chemo medication administration. No adverse effects were reported.